Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 375cc mentor memorygel left breast implant and a 325cc mentor memorygel right breast implant experienced bilateral rupture post procedure. Patient also mentioned implants getting lumpy, wrinkling and folding over. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On february 09, 2024, mentor received additional information reporting that the patient did not have the device explanted previously. It was reported that the patient is to undergo device explantation on (B)(6) 2024. Section d6b. Explantation date: (B)(6) 2024. It was also reported that the patient experienced capsular contracture (baker grade unknown) on the right side. Code e2303 has been added in section h6-health effect - clinical code to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 24, 2024, mentor received additional information regarding the device. The date of device explantation was reported to be (B)(6) 2024. It was also mentioned that the device was too ruptured to be returned. The rupture was diagnosed with an MRI and ultrasound. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient's replacement device on the right side was reported to be a 375cc mentor memorygel breast implant. On may 30, 2024, mentor receives additional information regarding the event. Per the operative report, it was also reported that the patient developed late onset seroma in the right breast. At this time, the results of pathology /cytology report have not been provided. It was also noted that the patient developed a subcutaneous mass in the right breast. It was mentioned that the patient reported a palpable abnormality and enlarge lymph nodes, however, the exact date in which this occurred is unknown. On june 13, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the photo provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late-onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and send them to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).